Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled, "pledget reinforcement and tractional compression as adjunctive techniques for suture-mediated closure (smc) in percutaneous endovascular aneurysm repair (pevar): a retrospective observational cohort study." B3- date of procedure was estimated from (B)(6) 2018 to (B)(6) 2018 as the study data was from june 2018. D4- the UDI is not known as the part and lot number were not provided.

Event description:
This study compared the results of multiple percutaneous endovascular aneurysm repair (pevar) procedures using proglide devices. The intention of this study was to compare the vascular complications of procedures using different proglide device techniques. One group used proglide with the standard pre-close technique while another group used proglide with the new adjunctive techniques. The pre-close technique was used for all access sites using proglide devices. The rate of vascular complications were low in both groups; however for proglide included the following: bleeding, seroma (swelling), and failure to achieve hemostasis requiring the use of surgery and additional devices. Hematomas were also reported; however no treatment was required. The article concluded that the adjunctive techniques reduced the number of access site related complications compared to standard use. Specific patient information is documented as unknown. Details are listed in the article, "pledget reinforcement and tractional compression as adjunctive techniques for suture-mediated closure (smc) in percutaneous endovascular aneurysm repair (pevar): a retrospective observational cohort study."

Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, edema, and hematoma, and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention were likely related to the case circumstances. The reported patient effect of hemorrhage, hematoma, and edema are listed in the perclose prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to manufacture, design or labeling.